Event description:
This hospitalization required a pace maker, -tracardia-, and apheresis treatments, at the hospital. A series of apheresis treatments were given of which I have complained of many of the side effects that doctors were aware of an I was informed that these physical ailments were not corresponding with the disorder I was diagnosed with. Watery eyes, severe bone and joint pain and leg cramps, disruptive night sleep, restlessness, front and back chest pain, abdominal pain, vomiting, nausea, and many other symptoms of the heparin recall listing. The last apheresis treatment in particular, I thought I was dying. There was itching, hives unbelievable, redness, swelling, difficulty breathing, severe front and back chest pain, abdominal pain, blue fingers, loss of breathe, breathing difficulty to name what I remember. -more may be documented.- diagnosis or reason for use: flushing a chest device for apheresis treatments. There is just too many dates for the approx 50 apheresis treatments I had received from the hospital. You may require these records. I had to have a pacemaker, and the port in the chest and nect cavity about four different times.